Manufacturer narrative:
The lead has been returned for analysis. This report will be updated upon completion of analysis.

Event description:
Additional information received reported that the previously reported surgical revision was performed due to a right atrial (ra) lead dislodgement. The lead exhibited loss of capture, and the dislodgement was confirmed via chest x-ray. No additional adverse patient effects were reported.

Manufacturer narrative:
The lead has been returned for analysis. This report will be updated upon completion of analysis.

Event description:
It was reported that during a surgical revision for this right atrial (ra) lead, when attempting to reposition the lead, noise was observed via the pacing system analyzer (psa). Additionally, the physician made greater than 90 turns to extend the helix. The lead was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the lead tip had no visible signs of damage or defects which would have contributed to the dislodgement. Resistance testing found the lead was not electrically continuous. Detailed analysis confirmed that the inner conductor coil had a break at the distal end of the terminal pin. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to extend/retract the helix caused the inner conductor coil to break. It is important to note that if lead measurements were within normal ranges while implanted, this indicates the identified break may have occurred during helix extension/retraction at the time the lead was explanted.

Event description:
This report is being filed to provide product investigation results.